Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had experience elevated blood glucose levels. The patient's doctor adjusted the basal rates on his infusion device. A few days later, the patient was again experiencing elevated blood glucose levels and he was taken to the hospital where he was treated with an IV and insulin injections. The patient's doctor visited him and attributed the elevated blood glucose levels to the infusion device not properly delivering the basal rates. No adverse event was reported. The infusion device was requested to be returned for product evaluation.